Event description:
It was reported that before a radical nephrectomy procedure was performed, a 12mm excel bladeless trocar was used as a camera port and inserted first. Before combining the obturator and cannula, the nurse discovered some plastic-like substance sticking on the inside wall of the cannula. They suspected it may have some defect or contaminant on the trocar. The plastic-like substance was placed in a glass bottle and attached in product return bag. One device is returning. No patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good physical condition. In addition, a piece of black material was returned on a separate bag. Upon inspecting the device the duckbill was found separated from the sleeve of the device. The piece found inside the bag is similar to the material use to manufacture the duckbill. It is possible that this part might have fallen from the duckbill. A batch record review was performed and no anomalies were found during the manufacturing process.